Event description:
During the procedure, it was reported that the navien catheter was found kinked as it was being removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation broken into two segments at approximately 19.2cm from the catheter's tip; however, the two broken segments were retained by the inner layer. The evaluation could not determine the cause of the event. Catheter separation. (B)(4).